Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine clinic evaluation, high capture thresholds and r-wave variation were observed. The patient was asymptomatic. The lead was explanted when repositioning was unsuccessful. Patient is in good condition and will be followed up normally in clinic.